Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm and discomfort that occurred on the homechoice machine (hc) during previous therapy. The technical service representative (tsr) reviewed program and explained the hc logic. The tsr advised the hp to speak to the registered nurse (rn) regarding any discomfort. The hp tried to raise the hc. On june 25, 2007, product surveillance contacted to the homepatient regarding therapy. On june 25, 2007 product surveillance contacted the customer for follow up regarding a low drain volume alarm. At this time the customer reported that she was recovering from peritonitis. The peritonitis report is investigated. The patient stated, that she started feeling constipated and thought that it may be related to bowel blockage. The hp stated, that she was in the hospital for 5 days for peritonitis. The patient was treated with antibiotics for 6-8 weeks and was started on hemodialysis. The hp stated, that they found out there was a hole in the peritoneum and diaphragm and the hp also had fluid in her lungs. The hp stated, that she did have shortness of breath, but that has dissipated after fluid was drained. The nurse stated, that the home patient received a transplant in 2007. The rn stated, that the condition of torn peritoneum was not related to an overfill situation or due to therapy. The rn stated, that the homepatient (hp) was very fragile and that was the reason for the damaged peritoneum. The patient's medical history included polycystic kidney disease, hypertension, bronchitis, pericardial effusion and urinary tract infection.

Manufacturer narrative:
The actual device has been received and evaluated in baxter product analysis lab. The functional tests performed indicated, the device met specification. The final results revealed no malfunction or failure was identified that could have caused or contributed to the reported event. Baxter is monitoring issues like this. Should significant information become available a follow up report will be submitted.